Event description:
It was reported that a malfunction occurred with the customer's pump. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was addressed by a manual insulin injection. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.

Event description:
It was reported that a malfunction occurred with the customer's pump, causing their blood glucose level to exceed 500 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump as instructed.